Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the video cable was broken which led to no image and scope communication error (b32). The most probable cause of damaged fiber bonding area of outer tube at distal end is traced to component failure due to stress. The date of event is unknown. A supplement report will be submitted if provided. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited scope communication error (b32) accompanied with no image, damaged fiber bonding area of outer tube area at distal end. There was no patient involvement.